Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge when plugged in. Subsequently, the pump shut off due to insufficient battery charge. Reportedly, the pump would intermittently charge by wiggling the usb cable in the charging port. The customer's blood glucose (bg) was impacted, elevating up to 500mg/dl. The customer administered manual injections to address their bg. Reportedly, the customer would use manual injections as alternate insulin therapy.